Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that 2 years 11 months post implant of this aortic bioprosthetic valved root, there was an aneurysm of the left coronary cusp of the device. The physician surgically repaired the device cusp with a patch. The physician commented that the walls and valve of the device "looked pristine," and therefore remained implanted. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.